Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. Upon receiving additional information of the reported event, it was determined that this product was not involved in the event and should not have been reported on. The initial report should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: medical products: item#: 115310 comp rvs shldr glnsp std 36mm; lot#: 66056437. G2: foreign: (B)(6). H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial shoulder arthroplasty approximately eight (8) months ago. The patient reported that the glenosphere disengaged from the baseplate while following physio movements when they heard a pop sound and subsequent clicking noises with movement of their arm. Subsequently, the patient underwent a revision surgery approximately five (5) months later where the surgeon confirmed that the glenosphere did disengage from the baseplate.